Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay-user/patient¿s relative contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ping meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began 2 weeks prior to contacting lfs. The reporter claimed the subject meter read inaccurately high compared to another device but was unable to give exact readings. The tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient is on insulin pump therapy. The reporter denied the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The reporter claimed that at the time of the alleged issue or half a week after, the patient developed symptoms of feeling ¿sweaty, lightheaded, weak and blurry vison¿. The reporter claimed the patient was treated with food and drink by a non- healthcare professional in response to the symptoms. The reporter denied that the patient¿s blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and the correct testing process was being followed. Product was replaced and requested back for investigation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.